Manufacturer narrative:
O2 cell was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only an UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The event occurred during a preoperational check. No patient was involved and no medical intervention was required. There was no harm to harm to patient, user or third party reported. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event.there was no patient or user harm. The root cause was determined to be a defective o2 cell. The correction made was to replace the o2 cell and perform the o2 cell calibration, and the device became operational again.

Event description:
Hamilton medical ag received the following incident description: during testing operation with test lung, device was giving the messages "calibration o2 sensor failed" and "o2 sensor calibration needed".

Manufacturer narrative:
O2 cell was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (B)(6) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during testing operation with test lung, device was giving the messages "calibration o2 sensor failed" and "o2 sensor calibration needed".

Event description:
Hamilton medical ag received the following incident description: during testing operation with test lung, device was giving the messages "calibration o2 sensor failed" and "o2 sensor calibration needed".

Manufacturer narrative:
O2 cell was replaced.